Event description:
It was reported that during an open total gastrectomy, when the anvil was going to be set to the device, the adjusting knob billed and the trocar receded to the housing. The device was used as-is to complete the case though the anvil and the device had a difficulty in being set. There were no adverse consequences to the patient. It was the first time that cdh29a was used for this doctor. Before this procedure, the doctor used to use cdh29. The doctor commented that the force of rotating the knob was lower than previous devices.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The adjusting knob and anvil functioned as intended and without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.